Event description:
A customer reported a malfunction while showering with the pump on. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.